Event description:
It was noted that some impedances gave question marks.

Manufacturer narrative:
Concomitant products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-45, lot# j0526982v, implanted: (B)(6) 2005, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-45, lot# j0546647v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0526982v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0546647v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing intermittent stimulation. It was stated that the intermittent stimulation started 'a couple months ago.' It was noted that the patient has frequent falls, 'a couple times a week.' X-rays were performed and did not show 'anything obvious.' Impedances were checked and some bipolar pairs had impedances greater than 4000 ohms. Impedances were re-run at higher settings (3.0 volts and a pulse width of 450 microseconds). The impedances values for the second test were within range except bipolar electrode pairs with electrode 0 (all were greater than 4000 ohms, excluding pair 0-1, which was 3337 ohms). The therapeutic impedance was 641 ohms and 677 ohms for each test respectively. The electrode pairs for each program were as follows: program 1: 0-, 4-, 1+, 2+, 5+; program 2: 4-, 5-, 6+, 0+, 1+. The caller was instructed to avoid using electrode 0 and to use simple bipolar pairs where appropriate if the patient received constant stimulation. The current battery voltage for the device was 2.6 volts. It was later reported that the patient was reprogrammed without using the contacts that showed high impedances and regained effective therapy. The patient was instructed to inform the manufacturer representative or the physician if there were further occurrences of intermittent stimulation.